Event description:
The report indicated that after a premature ventricular contraction (pvc) ablation procedure was completed, with a thermocool smarttouch sf catheter, and the patient experienced blood pressure decrease and cardiac tamponade treated with pericardiocentesis. After the procedure completion, blood pressure decrease was observed. Echocardiography revealed cardiac tamponade. Pericardiocentesis was performed, and blood pressure recovered. The patient returned to the ward. The physician's opinions on the relationship between the event and the product was that there was a moment when impedance exceeded 200 ohms during the ablation in the right ventricular outflow tract (rvot). When impedance indicated a high value, the ablation was tried not to be conducted. However, cardiac tamponade might have occurred around that moment. No extended hospitalization. The catheters were removed from the patient¿s body. No abnormalities observed prior/during use of the product. Intervention provided was drainage. The outcome of the adverse event was improved. Although ablation was not performed when the impedance was high, cardiac tamponade may have occurred around that moment. The ablation never continued beyond the cut-off value. The event occurred at the end of the procedure, after pulling the catheters. The patient did not require cardiac surgery. The generator ablation mode and thresholds used was power control mode. Catheter exchanges was one catheter was used for each. Prior to noting the pericardial effusion, ablation was performed. There was no evidence of steam pop. No error messages observed on biosense webster equipment during the procedure. Transseptal puncture was done with unknown needle. The impedance was 180 o and power was 30 w. Act was controlled in the 300 sec range. One transseptal puncture site was performed during the procedure. No issues with flow rate change at the start of ablation. Force visualization feature used was realtime graph. Force parameters for stability used were range: 3mm, time: 3sec, fot: 25%3g, tag size: 2mm. No additional filter used with the visitag. Color options used prospectively was tag index. The high impedance issue is not MDR reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31548884l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).